Event description:
As reported via the sapphire registry, a patient experienced a transient ischemic attack with sudden aphasia lasting less than 24 hours on the same day of the index procedure. At the time of the procedure, angiography revealed 99% stenosis in the ostium left internal carotid artery. Pre-procedure nih stroke score was 0 and the patient was asymptomatic. The lesion was described as eccentric, arch type I and 20mm in length. The reference vessel was 5.0 in diameter. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A 10 x 30mm precise pro rx was implanted at the target lesion. There was a 25% post residual stenosis. The patient left the angiography suite without neurological deficit. The patient was administered clopidrogel at pre and post procedure and at discharge. The patient was discharged the next day with nih stroke score of 0. Per the investigator, the event was not related to the index procedure or the study devices.

Manufacturer narrative:
The tia resolved without treatment within 24 hours, and therefore, does not meet the criteria for an MDR reportable event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.